Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the device was not functioning as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.